Event description:
The report received from the affiliate states that the radiopaque tip of the catheter separated inside of the patient. Tip could be retrieved. The was a female, age unknown. The target lesion location was the left superficial femoral artery (sfa). The vessel was not calcified or tortuous. The rate of stenosis was 100%. There was no difficulty accessing the lesion with a guidewire (terumo stiff glide wire 0.035inch). There was no difficulty tracking the infinity (538460 / lot 15401479) catheter through the patient's vasculature. When attempting the retrieve following a crossover maneuver the tip of the catheter stayed on the terumo wire while moving in the left common iliac artery (not within the sheath). The tip remained on the wire and the physician snared the wire with a 1cm loop. There was no reported injury to the patient. User experienced some resistance during the procedure. The procedure was successfully completed.

Manufacturer narrative:
The report received from the affiliate states that the radiopaque tip of the catheter separated inside of the patient. The tip could be retrieved from the patient however it was discarded. The target lesion location was the left superficial femoral artery (sfa). The vessel was not calcified or tortuous. The rate of stenosis was 100%. There was no difficulty accessing the lesion with a guidewire (terumo stiff glide wire 0.035inch). There was no difficulty tracking the infinity ((B)(4) / lot 15401479) catheter through the patient's vasculature. When attempting the retrieve the catheter, following a crossover maneuver, the tip of the catheter remained on the terumo wire while moving in the left common iliac artery (not within the sheath). The tip remained on the wire and the physician snared the wire with a 1cm loop. There was no reported injury to the patient. User experienced some resistance during the procedure. The procedure was successfully completed. One non-sterile 4f diagnostic catheter was received coiled inside a plastic bag. No separation was observed at the catheter's body and intermediate tip fuse point. The catheter was missing the brite tip. The brite tip piece was not received. The intermediate tip is tapered in the distal end of the tip and brite tip remains are present. No additional anomalies were found. The intermediate tip, body-intermediate tip fuse point and catheter's body outer and inner diameters were measured. The intermediate tip od measurements were found below specification. The sem analysis concluded evidence of brite tip remains and evidence of fusion. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The tip (brite tip) separation reported was confirmed. The exact cause of the separation could not be conclusively determined; however, the complaint is escalated as a high severity event. The exact cause of the intermediate tip od below specification could not be conclusively determined. A risk assessment has been initiated to evaluate this issue.

Manufacturer narrative:
The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.